Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported the pump's calculation of the remaining insulin in the cartridge was incorrect, displaying 35 units left when the cartridge itself showed 60 units left. The patient obtained a blood glucose reading of 280 mg/dl and he corrected it with a bolus of 4.35 units insulin via the pump. The patient did not experience any symptoms of high or low blood glucose levels. A review of the pump history showed all programmed boluses had been delivered correctly. The patient did not suffer an adverse event or injury due to the reported pump. However, as the pump calculated remaining insulin was incorrect, this complaint is being reported.

Manufacturer narrative:
(B)(4): the pump powered on appropriately and was found to be functioning normally. A rewind, load, and prime sequence was performed with no issues. A regular bolus and an audio bolus were performed and the pump correctly displayed the remaining insulin reading after both boluses. The complaint could not be confirmed or duplicated on investigation.